Event description:
It was reported the pt had pain for 3 to 4 weeks at the ipg site while the stimulation was in use; the pt quit using the stimulation. It was reported the pain originated at the ipg site and radiates across the back, and sometimes the area feels warm to the touch. The pain disappears when the stimulation is turned off. Reprogramming did not resolve the issue, but the pt was receiving effective stimulation from the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.